Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "PICC 3fr catheter, on the first attempt of catheter use. Guidewire showed ripple throughout the catheter extension, with risk of vessel perforation. Suspended the procedure with this catheter. Unviable use."

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that "PICC 3fr catheter, on the first attempt of catheter use. Guidewire showed ripple throughout the catheter extension, with risk of vessel perforation. Suspended the procedure with this catheter. Unviable use."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw0230 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that "PICC 3fr catheter, on the first attempt of catheter use. Guidewire showed ripple throughout the catheter extension, with risk of vessel perforation. Suspended the procedure with this catheter. Unviable use."